Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a history of noise on the right ventricular lead. The device was reprogrammed and the lead remained implanted. The patient was asymptomatic and would be monitored.